Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported ¿a readings issue¿ with the customer¿s adc freestyle libre sensor. It was further reported customer received an unspecified reading on (B)(6) 2018 and then experienced a loss of consciousness. Customer fell when he lost consciousness. An ambulance was called and customer was treated with intravenous glucose. Caller had no additional information to provide. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(Device mfg date) has been updated. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly, no issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A caller, calling on behalf of a customer, reported ¿a readings issue¿ with the customer¿s adc freestyle libre sensor. It was further reported customer received an unspecified reading on (B)(6) 2018 and then experienced a loss of consciousness. Customer fell when he lost consciousness. An ambulance was called and customer was treated with intravenous glucose. Caller had no additional information to provide. There was no report of death or permanent injury associated with this event.